Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr), congestive heart failure(chf), aortic stenosis (as) and kidney disease for a mitraclip procedure. During the procedure, establish final arm angle test was performed and some settling was observed. The clip was observed to be open at approximately 35 degrees. Additional force was applied at the arm positioner to close arms. Troubleshooting was performed thrice and was unsuccessful. The mr was reduced to grade 1+ post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clip opening during efaa) or arm positioner resistance. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, causes for the reported unintended movement (clip opening during efaa) and arm positioner resistance could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.